Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting stimulation and pacing impedance measurements less than 200 ohms on the left ventricular (lv) channel. An acceptable lv pacing vector was achieved. No adverse patient effects were reported.